Event description:
It was reported that sharps coll europe 22.7l yellow were broken. The following information was provided by the initial reporter, "shipment package is outside perfect. Inside the box two sharp containers are broken."

Manufacturer narrative:
H.6. Investigation: it was reported that the lid cannot be opened. A sample and photo representation were provided for evaluation. A review of the device history record (DHR) for the reported lot was performed and there were no issues found for container broken during the manufacturing process of the reported lot. A review of non-conforming material report (ncmr) was performed for the last twelve months and did not identify any nonconformance. The lid was observed to be broken based on the photos provided. There may have been a repackaging issue which occurred during distribution by the distributor or the container was damaged in transit. It was noted that product sent to finland are shipped by ground and sea. The root cause could not be confirmed but the issue was unrelated to the manufacturing process.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sharps coll europe 22.7l yellow were broken. The following information was provided by the initial reporter, "shipment package is outside perfect. Inside the box two sharp containers are broken."